Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no mobility issue, therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire does not thread through the needle. They stated that the wire does not thread entirely, and it was difficult to pass. When the wire finally did thread, the very distal tip was damaged. The procedure was a left heart cardiac catheterization. The patient was in stable condition. The procedure was successful. Additional information was received on 02jul2021. They replaced with a new glidesheath slender sheath to continue the procedure as intended.